Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving bupivacaine 7 mg/ml; 2.8096 mg/day and morphine 10 mg/ml; 4.014 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported a motor stall was seen at initial interrogation. The patient had an MRI on (B)(6) 5019 and the pump was not checked after the MRI. It was unknown if the MRI was due to a suspected problem with the device or therapy. The logs were read and motor stall recovery had not occurred. It has not been less than two hours since the patient exited the MRI field. The pump was re-interrogated and resulted in a motor stall recovery. Troubleshooting resolved the reported event. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative it was unknown why the patient needed an MRI. The MRI was not pump therapy related. The patient's weight was unknown.